Manufacturer narrative:
The problem was due to broken inverter. After the replacement of that component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has not-working touch screen.